Event description:
The cell-dyn 3200 sl analyzer generated an initial hemoglobin (hgb) result of 8.70 g/dl. The sample was repeated and the hgb was 9.30 g/dl. The account reported the result of 9.30 g/dl since it correlated with the pt's previous sample. There was no impact to pt management.